Manufacturer narrative:
A user interface assembly was returned to was returned to the failure investigation lab (fi). The fi technician installed the user interface assembly into a fi ventilator to attempt to duplicate the reported issue. The user interface assembly was tested, and the customer complaint was verified. The burned-out cold cathode fluorescent lamp (ccfl) backlight generated the dim display.

Manufacturer narrative:
The customer reported the unit shut down right away when turned on, and there was no patient involvement. While investigating the issue, biomed was unable to reproduce the reported issue, and no repair for the shutdown issue has taken place at this time. As the reported issue could not be duplicated, no root cause can be determined at this time. During the investigation, the display was reported to be "very dim," and the biomed could not review the event log, discussed upgrading the lcd from 1st to 2nd generation.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported the unit shut down right away when turned on. There was no patient involvement.